Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that they received a critical battery alarm while connected to the battery. The critical battery alarm was confirmed with log files. A replacement was recommended due to the cycle count on the battery depicting an erroneous value. There was no known damage to the unit. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation due to the patient experiencing unintentional critical battery alarms. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms involving bat311936 and abnormal cycle count of 3382 of charge/discharge cycles. In each instance of the critical battery alarms, the battery changed from a high relative state of charge (rsoc) to another standard value of charge without reaching its threshold. These observations are indicative of a communication error between the controller and the battery. Analysis of the battery revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to address communication errors. Of note, the controller, con103043, in use during the event did not have the smr upgrade. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial aware date (B)(6) 2017 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.